Manufacturer narrative:
(B)(4). Additional information: this device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. Per the customer, this device is not available for evaluation. Therefore, the results of evaluation could not be completed and the reported condition could not be confirmed. Should the device and/or any additional information become available, a follow-up report will be submitted

Event description:
Baxter (B)(4) received a report of one(1) japanese sv 2.5 infusor device for which leakage was observed around the "filling port or the tubing" during filling. The device was being filled with saline. This occurred prior to patient use. There was no report of patient involvement, injury, or medical intervention. No additional information is available.